Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode failure) has been confirmed. Upon investigation the electrode belt failed incoming functionality tesitng. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, detaching the pulse wires from the dn pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.